Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented in the ER after receiving several shocks due to vf. Upon interrogation, intermittent undersensing of one vf episode was seen but was later treated successfully. Plans were made for this lead to be repositioned together with vf management.